Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to suspected premature battery depletion (pbd). The device had only been implanted for six years and the pacing thresholds measurements were within normal range on both leads. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.